Manufacturer narrative:
On investigation of the device service log, erratic nitric oxide (no) behavior can be found. There was no physician evidence of electrolyte contamination to be found. Since fluctuating monitored no values have been observed in the service logs of other devices and have been linked to fretting corrosion of an internal ribbon cable, the cable was replaced. The fretting corrosion can lead to intermittent high resistance connection at the cable's connector, leading to fluctuating monitored no values. It is important to note that the monitored no value would be fluctuating in this case and not the actual no delivered.

Event description:
On (B)(6) 2011, a respiratory therapist reported having problems with the nitric oxide (no) readings on inomax ds, #(B)(4). No set at 8 ppm and was reading 1.5 to 15 ppm. The device was switched out and no adverse event was reported. The device was removed from service by the customer and returned to the company for investigation.